Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer¿s current blood glucose level was 324 mg/dl. Customer reported that they received insulin flow blocked alarm. Customer reported that the issue was resolved by changing the complete set. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.